Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the filament from the last two sensors were missing when the customer removed the sensor. The customer was unsure if the filament was stuck to their body. Customer's blood glucose level was 11.7 mmol/l. The device was not returned.